Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the purge system failure was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preparation, a purge system alarm failure was observed post changing the purge cassette/tubing. A replacement automated impella controller (aic) was used, and the case resumed. No patient harm was reported.